Manufacturer narrative:
The complete initial reporter's facility name is national hospital organization sendai medical center. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after use on a patient, fluid leaked from a crack near the base of the catheter. It was unclear whether this was urine or sterile water.

Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications. Photo: received (4) photo samples. The first photo shows the overview of the catheter with the return syringe. The second photo shows a close up view of the catheter trifurcation area with a view of the temp sensing, drainage funnel and inflation funnel. The third photo shoe the inflation funnel with the valve cap. The fourth photo shows the product packaging information. Visual evaluation of the returned sample noted one opened (with original packaging), used silicone temp sensing foley catheter with sample port connector, syringe 119314 lot number ngjw2605. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and no leakage was observed. No holes or tears was noted on the sample during the evaluation. The balloon was allowed to rest with no issues. With the return syringe attached the balloon passively deflated within 1 min 8 sec. The reported event is unconfirmed; however, an additional record has been open to address the cuffing found during the sample evaluation. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after use on a patient, fluid leaked from a crack near the base of the catheter. It was unclear whether this was urine or sterile water. Per notification from investigator on 20feb2026, it was reported that cuffing was noted during sample evaluation on 12jan2026.